Manufacturer narrative:
Device evaluation: result - an actual sample was not returned for evaluation. A photo of the used device was available for evaluation. The photo shows the reported defect. There appears to be a residue on the sample. It is unknown if it is tape or powder residue. A review of the device history record was completed for the reported lot number 5246834. There were not issues noted in the production log/tracker. All inspections met specification requirements. Conclusion - bd was able to confirm the customer's indicated failure mode. As there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(6). Device evaluation: a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the healthcare worker had collected blood with the suspect device and when she tried to activate the safety shield, she received a needle stick injury. She describes the shield or tube as sticky and difficult to move. The healthcare worker received post exposure lab work and will receive additional testing in 6 months. The patient had no known infection.